Event description:
It was reported that the insulin pump gave multiple motor error alarms of the past six months, and now the device has stopped working. Troubleshooting was performed, and the unit failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.